Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that five infusion sets cannula was crimped. Infusion set was placed in abdomen. Event occurred between 30/09/2024 and 16/10/2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.